Manufacturer narrative:
H6: code 4316 (appropriate term/code not available) is being used for: duplicate complaint. See MFR report #2017233-2019-00592.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby two gore® dualmesh® biomaterial were implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: CT scan showed the mesh broke in the midline on (B)(6) 2016; bowel resection and bowel obstruction (B)(6) 2016; mesh removal requiring an additional surgery on (B)(6) 2016. Additional event specific information was not provided.